Manufacturer narrative:
Follow-up #1: date of submission 09/19/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/25/2016 with the following findings: there were occlusion alarms observed in the black box with an associated high force. The rewind, load cartridge, and prime steps were performed successfully with no alarms. The force sensor passed a calibration test. The pump was exercised for 24 hours with no issues observed. The battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there were occlusion alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.